Manufacturer narrative:
The suspect main printed circuit board assembly was returned to vyaire and an evaluation performed. The "xdcr fault" problem was confirmed and duplicated and the root cause isolated to pressure transducer pt802 failure. The reported problem of "loss of a/c power" while connected to a/c was confirmed but was not duplicated and root cause could not be determined.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator experienced unresolved "xdcr fault" alarms and the device was experiencing intermittent loss of a/c power alarms. The customer did not provide any information regarding patient involvement, at this time it is unknown.